Event description:
It was reported that the right ventricular (rv) lead was experiencing small r waves. The lead was set to be revised, however, the lead kept dislodging during the revision as tissue was stuck in the helix. The lead was explanted and replaced. No additional adverse patient effects were reported.